Event description:
Caller states the patient tested 1.5 inr on the coaguchek test system and 3.4 inr on a comparison lab. Coumadin was changed based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 412a-i16, exp 03/31/2008, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.